Event description:
A valiant navion stent graft was implanted as part of a re-intervention for prior aortic repair.  It was reported that stent ring enlargement (+2.8mm) and aortic enlargement (+19.2mm) were observed on CT scan on the stent graft. This CT was not examinable for fracture and stent ring migration due to scan quality. A type ia endoleak was noted on a proximal non navion device also. No cause as per the physician was provided.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was clarified that the valiant navion graft implanted on (B)(6) 2020 was not a reintervention procedure but implanted distally due to disease progression distally. It was confirmed that the type ia endoleak was contained in an unknown valiant graft implanted for a type b dissection. A valiant captivia ((B)(6)) was implanted on an unknown date in 2013 for the type b dissection. No intervention has been completed for the type ia endoleak. It was noted that the patient had open aortic surgery by the cardiovascular team on an unknown date when admitted with sine. The cause of the type ia endoleak as per the physician was due to progression of disease. Core lab review of CT imaging from (B)(6) 2021 for the navion graft on vnmc4646c218te (((B)(6)) identified no endoleak or stent fractures. Persistent stent ring enlargement of +2.7mm was observed. No stent ring displacement was identified. Persistent aortic enlargement of +18,2mm was observed when compared with CT imaging from (B)(6) 2020. Core lab review of CT imaging from (B)(6) 2021 for the navion graft vnmc4646c218te (((B)(6)) identified no endoleak or stent fractures. Persistent stent ring enlargement of +2.8mm was observed. No stent ring displacement was identified. Persistent aortic enlargement of +19,2mm was observed when compared with CT imaging from (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; : it was confirmed that there was complete exclusion of the aneurysm after the valiant captiva was implanted. No sine was identified . It was reported that patient expired just over 1 year ago. The cause of death was reported to be not aortic related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was clarified that the open surgery was carried out on (B)(6)2021 because of a dissection proximally/ progressive proximal disease ¿ possibly related to valiant stent graft (implanted 10/09/2013) at that time due to type b dissection. Navion was implanted more distally. Per the site, this open cardiac surgery in 2021 was not related to the navion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.